Event description:
"Unsuitability of the port access".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted four openings in the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The openings of the tubing may be wear related as there is no clear evidence of surgical damage. These openings may have been the cause of the leakage. In addition, a breakage was noted in the band tubing which appears to have been caused by a sharp intrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, port or the connector tubing."